Event description:
On (B)(6) 2010, pt reported all buttons on the infusion device were not functioning properly. The keylock feature was not turned on. Pt removed and reinserted a battery. Infusion device powered on successfully, but the buttons would not respond. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.